Event description:
Contact: rep. Job title: sr. Field service engineer. A door on remanufactured 16" eagle 3000 would not lock properly. Customer run the warm up cycle and then tried to run the dart, but the door did not lock properly. The technician attempted to lock the door and found that the radial arms were not properly engagement. After disassembling the door, it was found that the door post pins were missing, allowing the clutch ring and post to rotate instead of pushing out the radial arms.

Manufacturer narrative:
Technician has ordered another door to replace the defective one. At a minimum, the following actions are recommended immediately: the door will be returned to mentor. It will then be sent to facility for inspection (rep). Due date: 2008 inspect every completed and in process remanufactured door and document the results (facility team). Due date: 2008. Inspect every in process and completed machine in house and document the results (facility team) as well as to inspect all doors. Due date: 2008. Interim containment action per facility team (see 1, 2 and 3 actions mentioned). A quality alert (ac 283) was posted in remans operation in order to process door into specification in 2008. Permanent corrective actions in 2008: an additional activity was implemented into the process: the operators will use a marker to add a mark to each door with an ok as evidence that the door pins were installed in the doors. Before to hydrotest the quality technician will verify that each door contains a the mark ok. Assemblers were retrained and also trained in the new activities mentioned.